Event description:
Manufacturer received a report from the consumer that the consumer put right hand out and propelled self out of the wheelchair. This was the result of reaching out for support, when the wheelchair allegedly continued to roll after releasing the joystick. As a result of the incident, the consumer sustained a fractured rib, lump on leg and bruises. What role, if any, the device played in the incident, is unclear.